Manufacturer narrative:
On (B)(6) 2015 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Customer advocacy contact information was provided. Pictures of the sample were sent to the supplier an evaluation and device history record (DHR) review has been requested. Device not yet evaluated, if a device is evaluated a follow-up will be sent.

Event description:
Customer reported via email that the screw came loose during a case. On (B)(6) 2015 additional information was obtained. The screw did not fall into the patient's body during the procedure and an x-ray was used to verify. There was no patient impact and the procedure was completed as planned.